Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, after connecting the lead to the pulse generator, there was no atrial sensing and no ventricular pacing. Intermittent pacing was noted at 7.0v. Subsequently, a new device was placed.